Event description:
During repositioning of patient, PICC separated just after the fixed-wing securement device. PICC was still visible external to the patient and was promptly removed to prevent catheter embolism and sepsis risk.